Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation resulting in unexpected medical intervention and surgical intervention appear to be related to circumstances of the procedure. It is likely that during use, the tip of the barewire became entrapped in the lesion or with associated devices resulting in separation during removal requiring unexpected medical intervention and surgical intervention to remove the separated portion of the barewire. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery. The emboshield nav 6 embolic protection system (eps) was attempted to be advanced to the target lesion; however, the eps failed to cross and the barewire became damaged. Therefore, the eps was removed from the patient and the eps was loaded onto a 315cm barewire and advanced to the intended location. However, upon completion of the procedure, during removal of the eps, only the 315cm barewire guide wire was pulled and not the 315cm barewire and the eps together. Therefore, the 315cm barewire separated at 0.019 from the olive and at the distal floppy tip. Surgery was performed to remove the two separated pieces of the barewire and the retrieval catheter and filter. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.